Manufacturer narrative:
A ge representative evaluated the system and retapped the input transformer to match the incoming voltage. System operates as intended.

Event description:
The customer reported the system indicated the input power is out of range. No pt injury was reported.